Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient required hospitalization for this event. The cause of the peritonitis was unknown. The patient was treated with reflin (dose, frequency, and route of administration not reported) for the peritonitis. At the time of this report, the patient was recovering from the event. No additional information is available.